Event description:
It was reported that during surgery, after the nail was connected to the drill guide, drill got to out of the distal screw hole. Distal screw was ob. The operation was completed with freehand technique with 30 minutes delay. The device will be returned for evaluation.

Manufacturer narrative:
The associated complaint device was not returned. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.